Event description:
It was reported on (B)(6) 2022, a 9mm amplatzer septal occluder was selected for implant. The device was prepped and loaded and upon deployment. A cobra-like deformation was reported. The device was resheathed and tested 5-6 times and did eventually go back to the correct shape. The device was loaded again and deployed however, a cobra deformation was noted again. The device was resheathed, removed and exchanged for a 10mm amplatzer septal occluder which was successfully implanted. There was a minimal delay in procedure but no harm to the patient. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of cobra-like deformation upon deployment could not be confirmed. One photograph and three videos were received from the field, which appeared to show an distal disc of occluder deforming into cobra shape when partially deployed but confirming to its original shape when fully deployed. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.